Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was surgically abandoned due to an unspecified product performance issue. It was later provided that this patient had been seen by a different cardiologist. This cardiologist had the right atrial lead turned off for over year and reported that the lead was not working. However, the patient returned to the implanting cardiologist and at the time of a device changeout this lead was turned back on and tested with normal function. However, as the implanting physician did not know the extent and last year's history of this lead, it was felt the best option was to replace this lead and avoid a potential future additional procedure for this patient. No adverse patient effects were reported.